Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs / perforation (uterus)"), embedded device ("migration of implant / there is a wire spring embedded in the apex of the corpus"), device breakage ("fracturing of the implant") and genital haemorrhage ("abnormal bleeding") in a 32-year-old female patient who had essure (ess205) (batch no. 623647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy. Previously administered products included for prevent pregnancy: birth control pills from (B)(6) to (B)(6)2007. Concurrent conditions included anxiety, amenorrhea, nausea, hirsutism, abdominal pain, left lower quadrant pain, asthma and multiple allergies. Concomitant products included oral contraceptive nos from (B)(6)2007 to(B)(6)2008 for birth control as well as acetylsalicylic acid;caffeine;paracetamol (excedrin migraine) since (B)(6), diazepam (valium) from (B)(6) to (B)(6), estradiol (estrace) from (B)(6) to (B)(6), estradiol (minivelle) from (B)(6) to (B)(6), ferrous sulfate from (B)(6) to (B)(6), fluoxetine hydrochloride (prozac) since (B)(6), leuprorelin acetate (lupron) since (B)(6) and pregabalin (lyrica). In (B)(6) 2007, the patient experienced pelvic pain ("pain"), urticaria ("rashes or skin conditions type: hives") and rash ("rashes or skin conditions type: skin rashes"). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6), the patient experienced cyst ("reproductive system disorder or condition type of disorder or condition: cysts formed") and endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). In (B)(6) 2013, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6)2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 5 years 8 months after insertion of essure (ess205). In (B)(6) 2018, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), swelling ("swelling"), urinary retention postoperative ("having trouble urinating post hysterectomy"), allergy to metals ("nickel allergy"), adnexa uteri pain ("left and right side pain in ovary") and uterine pain ("uterus pain"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy on (B)(6)2013, (B)(6)2015). Essure (ess205) was removed on (B)(6)2015. At the time of the report, the uterine perforation, embedded device, device breakage, genital haemorrhage, hypersensitivity, swelling, urinary retention postoperative, menorrhagia, fibromyalgia, bladder disorder, urinary tract disorder, cyst, allergy to metals, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown, the pelvic pain, vaginal haemorrhage, urticaria, endometriosis, adnexa uteri pain and uterine pain had resolved and the rash was resolving. The reporter considered adnexa uteri pain, allergy to metals, bladder disorder, cyst, device breakage, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fibromyalgia, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, rash, swelling, urinary retention postoperative, urinary tract disorder, urticaria, uterine pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: (B)(6)2013, (B)(6)2015 hysterectomy with unilateral salpingo-oopherectomy, unilateral salpingo-oopherectomy. There is a wire spring embedded in the apex of the corpus measuring approximately 3.5 x 0.1 by less than 0.1 cm. Approximately 6 coils on the left, 3 coils on the right, no problems at all. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: total bilateral occlusion.. Pregnancy test - on (B)(6)2008: negative.. Concerning the injuries reported in this case, the following one was reported via social media: swelling and urinary retention postoperative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, dyspareunia, pelvic pain, vaginal discharge, endometriosis, menorrhagia. Concerning the injuries reported in this case, the following one were reported via medical records: embedded device. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs and mr were received: lot number was added. Events:embedded device , vaginal hemorrhage, menorrhagia, fibromyalgia, hives, rash, bladder disorder, urinary tract disorder, cyst, endometriosis, nickel allergy, dysmenorrhea, dyspareunia, vaginal discharge, uterine perforation, ovarian pain, uterine pain were added. Event onset date and outcome were updated. Concomitant drugs and conditions were added. Lab data were added. Reporters were added. Reporter causality comments were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of implant"), device breakage ("fracturing of the implant") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (had surgery to remove the essure implant on (B)(6) 2013 and (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation, device breakage, genital haemorrhage, pelvic pain and hypersensitivity outcome was unknown. The reporter considered device breakage, device dislocation, genital haemorrhage, hypersensitivity, pelvic pain and perforation to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs / perforation (uterus)"), embedded device ("migration of implant / there is a wire spring embedded in the apex of the corpus"), device breakage ("fracturing of the implant") and genital haemorrhage ("abnormal bleeding") in a 32-year-old female patient who had essure (ess205) (batch no. 623647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy. Previously administered products included for prevent pregnancy: birth control pills from 1994 to (B)(6) 2007. Concurrent conditions included anxiety, amenorrhea, nausea, hirsutism, abdominal pain, left lower quadrant pain, asthma, multiple allergies, restless legs syndrome and gerd. Concomitant products included oral contraceptive nos from (B)(6) 2007 to (B)(6) 2008 for birth control as well as acetylsalicylic acid;caffeine;paracetamol (excedrin migraine) since 2007, budesonide;formoterol fumarate (symbicort) since 2015, cetirizine hydrochloride, cyclobenzaprine from 2015 to 2016, diazepam (valium) from 2012 to 2015, estradiol (estrace) from 2015 to 2017, estradiol (minivelle) from 2015 to 2018, ferrous sulfate from 2007 to 2016, fluoxetine hydrochloride (prozac) since 2015, leuprorelin acetate (lupron) since 2015, montelukast sodium (singulair) since 2000, pregabalin (lyrica) since 2015, salbutamol (albuterol), salbutamol sulfate (proair) since 2000 and tramadol hydrochloride (ultram). In (B)(6) 2007, the patient experienced pelvic pain ("pain"), urticaria ("rashes or skin conditions type: hives") and rash ("rashes or skin conditions type: skin rashes"). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In 2010, the patient experienced cyst ("reproductive system disorder or condition type of disorder or condition: cysts formed") and endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). In (B)(6) 2013, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 5 years 8 months after insertion of essure (ess205). In (B)(6) 2018, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), swelling ("swelling"), urinary retention postoperative ("having trouble urinating post hysterectomy"), allergy to metals ("nickel allergy"), adnexa uteri pain ("left and right side pain in ovary") and uterine pain ("uterus pain"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy on (B)(6) 2013, (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the uterine perforation, embedded device, device breakage, genital haemorrhage, hypersensitivity, swelling, urinary retention postoperative, menorrhagia, fibromyalgia, bladder disorder, urinary tract disorder, cyst, allergy to metals, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown, the pelvic pain, vaginal haemorrhage, urticaria, endometriosis, adnexa uteri pain and uterine pain had resolved and the rash was resolving. The reporter considered adnexa uteri pain, allergy to metals, bladder disorder, cyst, device breakage, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fibromyalgia, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, rash, swelling, urinary retention postoperative, urinary tract disorder, urticaria, uterine pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: (B)(6) 2013, (B)(6) 2015 hysterectomy with unilateral salpingo-oopherectomy, unilateral salpingo-oopherectomy. There is a wire spring embedded in the apex of the corpus measuring approximately 3.5 x 0.1 by less than 0.1 cm. Approximately 6 coils on the left, 3 coils on the right, no problems at all. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion.. Pregnancy test - on (B)(6) 2008: negative.. Concerning the injuries reported in this case, the following one was reported via social media: swelling and urinary retention postoperative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, dyspareunia, pelvic pain, vaginal discharge, endometriosis, menorrhagia. Concerning the injuries reported in this case, the following one were reported via medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of implant"), device breakage ("fracturing of the implant") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), hypersensitivity ("allergic reaction"), swelling ("swelling") and urinary retention postoperative ("having trouble urinating post hysterectomy"). The patient was treated with surgery (had surgery to remove the essure implant on (B)(6) 2013 and (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation, device breakage, genital haemorrhage, pelvic pain, hypersensitivity, swelling and urinary retention postoperative outcome was unknown. The reporter considered device breakage, device dislocation, genital haemorrhage, hypersensitivity, pelvic pain, perforation, swelling and urinary retention postoperative to be related to essure (ess205). Concerning the injuries reported in this case, the following one was reported via social media: swelling and urinary retention postoperative. Most recent follow-up information incorporated above includes: on 1-feb-2018: event added from socil media: swelling and urinary retention postoperative were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs / perforation (uterus)'), embedded device ('migration of implant / there is a wire spring embedded in the apex of the corpus') and device breakage ('fracturing of the implant / cut the coil in my right and left tube') in a 32-year-old female patient who had essure (ess205) (batch no: 623647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy. Previously administered products included for prevent pregnancy: birth control pills from 1994 to on (B)(6) 2007. Concurrent conditions included anxiety, amenorrhea, nausea, hirsutism, abdominal pain, left lower quadrant pain, asthma, multiple allergies, restless legs syndrome and gerd. Concomitant products included oral contraceptive nos from on 28-sep-2007 to 6-oct-2008 for birth control as well as acetylsalicylic acid; caffeine; paracetamol (excedrin migraine) since 2007, budesonide; formoterol fumarate (symbicort) since 2015, cetirizine hydrochloride, cyclobenzaprine from 2015 to 2016, diazepam (valium) from 2012 to 2015, estradiol (estrace) from 2015 to 2017, estradiol (minivelle) from 2015 to 2018, ferrous sulfate from 2007 to 2016, fluoxetine hydrochloride (prozac) since 2015, leuprorelin acetate (lupron) since 2015, montelukast sodium (singulair) since 2000, pregabalin (lyrica) since 2015, salbutamol (albuterol), salbutamol sulfate (proair) since 2000 and tramadol hydrochloride (ultram). On (B)(6) 2007, the patient experienced pelvic pain ("pain"), urticaria ("rashes or skin conditions type: hives") and rash ("rashes or skin conditions type: skin rashes"). On (B)(6)2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In 2010, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: cysts formed") and endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). On (B)(6) 2013, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 5 years 8 months after insertion of essure (ess205). On (B)(6) 2018, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic reaction"), swelling ("swelling"), urinary retention postoperative ("having trouble urinating post hysterectomy"), allergy to metals ("nickel allergy"), adnexa uteri pain ("left and right side pain in ovary") and uterine pain ("uterus pain"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy on (B)(6) 2013, on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the uterine perforation, embedded device, device breakage, genital haemorrhage, hypersensitivity, swelling, urinary retention postoperative, menorrhagia, fibromyalgia, bladder disorder, urinary tract disorder, ovarian cyst, allergy to metals, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown, the pelvic pain, vaginal haemorrhage, urticaria, endometriosis, adnexa uteri pain and uterine pain had resolved and the rash was resolving. The reporter considered adnexa uteri pain, allergy to metals, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fibromyalgia, genital haemorrhage, hypersensitivity, menorrhagia, ovarian cyst, pelvic pain, rash, swelling, urinary retention postoperative, urinary tract disorder, urticaria, uterine pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on (B)(6) 2013, on (B)(6) 2015 hysterectomy with unilateral salpingo-oopherectomy, unilateral salpingo-oopherectomy. There is a wire spring embedded in the apex of the corpus measuring approximately 3.5 x 0.1 by less than 0.1 cm. Approximately 6 coils on the left, 3 coils on the right, no problems at all. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2008: total bilateral occlusion. Pregnancy test: on (B)(6) 2008: negative. Concerning the injuries reported in this case, the following one was reported via social media: swelling and urinary retention postoperative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, dyspareunia, pelvic pain, vaginal discharge, endometriosis, menorrhagia., embedded device. Concerning the injuries reported in this case, the following one were reported via social media: ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs / perforation (uterus)'), embedded device ('migration of implant / there is a wire spring embedded in the apex of the corpus') and device breakage ('fracturing of the implant / cut the coil in my right and left tube') in a 32-year-old female patient who had essure (ess205) (batch no. 623647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy. Previously administered products included for prevent pregnancy: birth control pills from (B)(6) 2007. Concurrent conditions included anxiety, amenorrhea, nausea, hirsutism, abdominal pain, left lower quadrant pain, asthma, multiple allergies, restless legs syndrome and gerd. Concomitant products included oral contraceptive nos from (B)(6) 2007 to 6-oct-2008 for birth control as well as acetylsalicylic acid;caffeine;paracetamol (excedrin migraine) since 2007, budesonide;formoterol fumarate (symbicort) since 2015, cetirizine hydrochloride, cyclobenzaprine from 2015 to 2016, diazepam (valium) from 2012 to 2015, estradiol (estrace) from 2015 to 2017, estradiol (minivelle) from 2015 to 2018, ferrous sulfate from 2007 to 2016, fluoxetine hydrochloride (prozac) since 2015, leuprorelin acetate (lupron) since 2015, montelukast sodium (singulair) since 2000, pregabalin (lyrica) since 2015, salbutamol (albuterol), salbutamol sulfate (proair) since 2000 and tramadol hydrochloride (ultram). In (B)(6) 2007, the patient experienced pelvic pain ("pain"), urticaria ("rashes or skin conditions type: hives") and rash ("rashes or skin conditions type: skin rashes"). On (B)(6) 2007, the patient had essure (ess205) inserted. In october 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In 2010, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: cysts formed") and endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). In (B)(6) 2013, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On 6-jun-2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 5 years 8 months after insertion of essure (ess205). In march 2018, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic reaction"), swelling ("swelling"), urinary retention postoperative ("having trouble urinating post hysterectomy"), allergy to metals ("nickel allergy"), adnexa uteri pain ("left and right side pain in ovary") and uterine pain ("uterus pain"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy on (B)(6) 2013, (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the uterine perforation, embedded device, device breakage, genital haemorrhage, hypersensitivity, swelling, urinary retention postoperative, menorrhagia, fibromyalgia, bladder disorder, urinary tract disorder, ovarian cyst, allergy to metals, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown, the pelvic pain, vaginal haemorrhage, urticaria, endometriosis, adnexa uteri pain and uterine pain had resolved and the rash was resolving. The reporter considered adnexa uteri pain, allergy to metals, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fibromyalgia, genital haemorrhage, hypersensitivity, menorrhagia, ovarian cyst, pelvic pain, rash, swelling, urinary retention postoperative, urinary tract disorder, urticaria, uterine pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: (B)(6) 2013, (B)(6) 2015 hysterectomy with unilateral salpingo-oopherectomy, unilateral salpingo-oopherectomy. There is a wire spring embedded in the apex of the corpus measuring approximately 3.5 x 0.1 by less than 0.1 cm. Approximately 6 coils on the left, 3 coils on the right, no problems at all. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion.. Pregnancy test - on (B)(6) 2008: negative.. Concerning the injuries reported in this case, the following one was reported via social media: swelling and urinary retention postoperative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, dyspareunia, pelvic pain, vaginal discharge, endometriosis, menorrhagia., embedded device. Concerning the injuries reported in this case, the following one were reported via social media: ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : pt was updated from cyst to ovarian cyst. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.